Event description:
I had lasik surgery in 2005. I had eight great years of perfect vision and then my vision started regressing back myopic. Just about every year since then I've become more and more myopic until now my vision is -4.5 in both eyes. It saddens me deeply since I also have chronic dry eyes and a heightened sensitivity to outdoor light. My night vision is terrible, too. My peripheral vision is really bad at night. If I could go back in time I would not do it. It's too risky and horrible consequences can occur many years later. I had my lasik done by price vision group in indiana. They told me there was nothing they can do to fix it since there was too much scar tissue and it had been so many years since I had it done.